Manufacturer narrative:
The device has not been received to date. However, the filed service engineer was on site and cleaned the socket contacts and disassembling, assembling, cleaning the connections of both control lines with no image problems. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was resolved, and the device was returned to specification by disassembling, assembling, and cleaning the device. Additionally, it was noted that b30 error indicates communication failure between the camera head and processor and that it occurs when the contacts between the scopes have dust or residue, or communication line may have temporal issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.